Manufacturer narrative:
Additional information for this event is not available as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection and testing, it was observed that the distal end light guide cover glue was peeled and missing. The light guide tube had buckles and scratches. These are attributed to physical stress cause by user handling. Also, the forceps elevator was loose. The user¿s complaint was confirmed. The k-wire was stretched.

Event description:
As reported for this event, during reprocessing the forceps elevator was not working. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. Root cause for the issue of peeling-off of an adhesive on the light guide cover cannot be conclusively identified. However probable cause is as below: application of an excessive impact to the distal end caused a gap in the adhesive part of the distal end, leading to the indication phenomenon. The part in question deteriorated due to the use of the device after a lapse of its service life, leading to the phenomenon. There could be a high possibility that the subject phenomenon was caused due to the improper handling by the user. The instructions for use includes the following statements: important information : please read before use caution do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result.